Manufacturer narrative:
Please note: the serial number of the complaint device is unknown at this time. Additional information was requested.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Consequently, the physician made the decision to explant and replace the device. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Please note: the serial number of the complaint device is unknown at this time. Additional information was requested. Please note: additional information was received with the correct model/serial numbers (B)(6). After further investigation, it was found that a malfunction MDR report (2124215-2022-39993) was made on 10/05/2022 for this complaint. The serious injury report was made via report 2124215-2022-45535. This case will be worked under 2124215-2022-39993 going forward. For this product, a malfunction report MDR 15675151 was submitted on 10/05/2022.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Consequently, the physician made the decision to explant and replace the device. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product is expected to return for analysis. Please note: additional information was received with the correct model/serial numbers (B)(6). After further investigation, it was found that a malfunction MDR report (2124215-2022-39993) was made on 10/05/2022 for this complaint. The serious injury report was made via report 2124215-2022-45535. This case will be worked under 2124215-2022-39993 going forward.